Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller wanted to review some stored episodes and electrograms from this patient which show noise, possibly electromagnetic interference (emi). A boston scientific consultant reviewed the data and suggested additional testing and troubleshooting for this patient. The caller noted the patient is very sick and non-responsive, off medication and no testing is able to be performed at the time of the initial observations. Isometrics were subsequently performed and no noise was observed. Additional information was received stating this system was removed from service secondary to positive culture and vegetation observed via transesophageal echocardiography (tee). There was no evidence of infection in the pocket. No additional adverse patient effects were reported.